Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer had already reset the pump before contacting support, and a complete pump reset was confirmed with the assistance of technical support. After the reset, the pump no longer displayed the error, and the customer successfully started their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.